Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high pacing rate was noted on the right atrial (ra) lead on presenting electrograms (egm). Intermittent capture was also noted. The right atrial (ra) lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.